Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not been delivering boluses via the pump and as a result, blood glucose (bg) elevated (423-499 mg/dl). Ketone level was high and considered as being dangerous by a healthcare provider. The customer went to the emergency room (ER) and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with saline and the pump was used for insulin therapy. The customer was discharged the next day. Bg/dka were resolved.